Event description:
It was reported that the user experienced high blood glucose with fingerstick value of 389 mg/dl accompanied by polyuria and irritability after an infusion set change earlier that day, with subsequent pump-delivered increased correction dosing followed by a temporary lower basal rate and then increased dosing again; the set was placed on a new abdominal site using an inset, tubing was successfully filled, and the user denied leaks, air bubbles, and a bent cannula. Symptoms included hyperglycemia with polyuria and behavioral change. Outcomes included user self-management at home without medical intervention or hospitalization. Investigation included troubleshooting and education, including guided infusion set and site change. Investigation of this case revealed a suspected infusion set or site absorption issue at a new abdominal location, with device delivery logs indicating correction attempts followed by algorithmic basal adjustments, consistent with suboptimal insulin delivery or absorption; the device and components otherwise functioned as designed based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.